Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: removal of implants from delta extend due to infection. Removal of glennosphere 130760138 (lot 5369812) and liner 130738203 lot 5374203. Wash out with saline and bactisure (zimmer biomet) and reimplant of glennosphere 130760142 (lot 5859812) and liner 130742203 (lot 5868620). Several swabs taken. The product was not returned to depuy synthes, however photos were provided for review. See attachment "2.jpg" and "1.jpg." The photo investigation revealed nothing indicative of a device nonconformance. Device only displays extraction and implantation marls. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the dxtend stand pe cup d38 +3mm would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery and removal of implants from delta extend occurred on (B)(6) 2026 due to infection. Removal of glennosphere and liner with a wash out with saline and bactisure. Implanted with new hardware.